Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 556141.

Event description:
It was reported that the patient was sent to the emergency department due to an infection and drainage from the midline incision. It was unknown if the infection was device or procedure related. No device malfunction was suspected. The patient was placed on intravenous antibiotics. All components were explanted and will not be returned per hospital policy.